Event description:
It was reported that impedances on the lead were above 10,000 ohms. The physician and nurse did not know what could have caused the event, and it was noted that the patient was in a wheelchair and did not fall. The lead was replaced, and it was reported that the patient was fine.

Manufacturer narrative:
Lead model 3877-45 lot# 0204997170 implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Manufacturer narrative:
Final device analysis for the lead revealed all the conductors broken. The lead body/insulation was twisted. Final device analysis for the stylet revealed no device problems.